Manufacturer narrative:
The device serial or lot number were requested but were not provided. Because no serial number was provided a UDI could not be provided. The device expiration date should be blank as no serial number for the device was provided and this date could therefore not be identified. The device manufacture date should be blank as no serial number for the device was provided and this date could therefore not be identified. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed. The mpu was not returned for analysis; however, a log file was submitted for review. A review of the submitted log file showed 256 events spanning approximately 11 days (04apr19 ¿ 16apr19 per time stamp). On (B)(6) 2019 at 12:03:18, the rsoc and bus voltage was low, activating power cable disconnect and low voltage hazard alarms and indicating a loss of power to both power leads of the controller. A no external power alarm activated at 12:03:23 and the emergency backup battery (ebb) provided power to the system during these events. The alarms cleared when the patient connected to the mpu. No external power alarms were also active on (B)(6) 2019 between 16:49:52 ¿ 16:49:55 when the patient disconnected both power leads at the same time when switching between power sources. The ebb provided power to the system during these events and the alarms cleared when the patient connected to the mpu. Pump operation was not affected. The root cause for the no external power alarms was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2019 the patient's log files were sent for evaluation and 2 low power hazard events were recorded. On (B)(6) 2019 the log file indicated that there was a simultaneous loss of power to both power leads. Mpu power was restored to both power leads approximately 5 seconds later. This was likely due to the ac power cord coming loose from the back of the mpu or the wall outlet. Ebb was used to support the system during this time and motor function was not affected. On (B)(6) 2019 a total loss of power occurred. This appeared to have occurred after the patient accidentally disconnected the black power lead and then white power lead while attempting to switch from battery to mpu power. There were no reported alarms.